Event description:
It was reported that this patient experienced ¿really bad¿ urinary retention. The patient had a catheter implantation, date unknown, and had more ¿infection.¿ catheter site infection was reported. This device system delivered lioresal.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).